Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an unspecified tubing issue. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "pt had fluids running at 500 ml/hr prior to initiation of chemotherapy. Secondary IV tubing became disconnected from drip chamber and fluids ran out all over the floor. The patient noticed immediately and was able to reconnect it until a nurse could evaluate it. Pt states that the line was not being touched when it came loose. No harm came to anyone due to the type of fluids that were running. If there had been chemotherapy running, it could have caused potential harm to the patient/visitors as well as staff involved in the hazardous spill." An incomplete date of event of (B)(6) 2018 was provided. The customer later reported that the patient had maintenance fluids infusing at 500 ml/hour prior to the initiation of a chemotherapy infusion. During the infusion, the secondary IV tubing separated from the drip chamber and leaked fluids onto the floor. The patient noticed the leak and immediately reconnected the tubing and called the nurse. The patient stated that the tubing was not being touched at the time of the separation. There was no patient harm.

Event description:
The customer reported an unspecified tubing issue. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "pt had fluids running at 500ml/hr prior to initiation of chemotherapy. Secondary IV tubing became disconnected from drip chamber and fluids ran out all over the floor. The patient noticed immediately and was able to reconnect it until a nurse could evaluate it. Pt states that the line was not being touched when it came loose. No harm came to anyone due to the type of fluids that were running. If there had been chemotherapy running, it could have caused potential harm to the patient/visitors as well as staff involved in the hazardous spill." An incomplete date of event of (B)(6) 2018 was provided. The customer later reported that the patient had maintenance fluids infusing at 500ml/hour prior to the initiation of a chemotherapy infusion. During the infusion, the secondary IV tubing separated from the drip chamber and leaked fluids onto the floor. The patient noticed the leak and immediately reconnected the tubing and called the nurse. The patient stated that the tubing was not being touched at the time of the separation. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the drip chamber outlet port. Examination under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement. Functional testing was deemed unnecessary due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause was a manufacturing issue of insufficient solvent having been applied at the junction of the pvc tubing.